Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received from a healthcare provider (hcp) and a company representative. Other medication the patient was taking at the time of the event includes tylenol #3 and baclofen 10. Medical history includes no known allergies. The low battery reset, safe state occurred on (B)(6) 2016. Intervention regarding the low battery reset was the low rate was initiated on (B)(6) 2016. The cause of the low battery reset was the battery was decreased. The pump was returned to the manufacturer.

Manufacturer narrative:
The pump was returned for analysis. Analysis of the pump found miscellaneous low battery resets with an undetermined root cause. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported by a company representativeon 2016-08-12. It was reported that the patient had been placed on oral medications and the pump was replaced.

Event description:
Information was received from a healthcare professional via a company representative in regard to a patient receiving fentanyl 140 mcg/ml at 63.28 mcg/day and baclofen 2,000 mcg/ml at 903.9 mcg/day via an implantable infusion pump. The indication for use (IFU) was listed as intractable spasticity and cerebral palsy. It was reported that a critical alarm was heard and confirmed by telemetry. The alarm occurred due to a low battery reset, safe state. No patient symptoms reported. The event date was reported as (B)(6) 2016. The patient is receiving po medication and the pump is going to be programmed to minimum rate mode. The pump is going to be replaced the following week on (B)(6) 2016. It was reviewed that if the alarm was silenced it is possible that the pump could be alarming again due to another reset. At the pump replacement case, multiple resets were reported to have occurred.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.